Manufacturer narrative:
H10: a philips remote service engineer (rse) spoke with the customer and remoted in to view audit logs. It was noted that v-tach alarm sounded at 8:27:38 and ended 8:28:53. The mx550 configuration was set for red and yellow as latching. The alarm must be silenced by the user but monitor tech claims there was no interaction. The rse conferenced in a philips clinical specialist (cs). The cs explained the alarm latching functionality and the customer requested that the issue be further evaluated. A philips field service engineer (fse) was dispatched . The fse gathered audit logs and error logs for investigation. Good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a vtach alarm silenced itself at 08:27 on (B)(6) 2021. The device was in use on a patient. There was no report of patient or user harm.